Manufacturer narrative:
Product event summary: analysis confirmed the reported issue; the stylus did not align with the arrow.

Event description:
It was reported that the programmer's stylus was unable to be calibrated, even though calibration was attempted several times. The programmer has been returned for service. The radiofrequency head returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.